Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 24.3mm. Prior to the procedure, aspirin and apixaban were administered. Two days later the patient was discharged on aspirin (100mg) and endoxaban (60mg). At the routine 4-month follow-up, 115 days post procedure, laa-imaging and transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction of 45.1% and complete seal. Tee further revealed a laminar, non-mobile thrombus on the atrial facing surface of the watchman flx device with a maximum area of 2.4 cm2. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. At the time of this event the patient was taking aspirin 100mg. No additional information is known.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 24.3mm. Prior to the procedure, aspirin and apixaban were administered. Two days later the patient was discharged on aspirin (100mg) and endoxaban (60mg). At the routine 4-month follow-up, 115 days post procedure, laa-imaging and transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction of 45.1% and complete seal. Tee further revealed a laminar, non-mobile thrombus on the atrial facing surface of the watchman flx device with a maximum area of 2.4 cm2. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. At the time of this event the patient was taking aspirin (100mg). No additional information is known. It was further reported that the patient was started on edoxaban (60mg) in response to this event. It was further reported that the edoxaban medication regimen was reduced to 30 mg from 60mg 180 days post procedure. Laa imaging 249 days post procedure revealed an incomplete laa seal, however, there was no presence of device thrombus. The thrombus was considered resolved 256 days post procedure.

Event description:
The patient was enrolled in the champion-af study on 25-feb-2022 with patient identifier 4333caf003. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 24.3mm. Prior to the procedure, aspirin and apixaban were administered. Two days later the patient was discharged on aspirin (100mg) and endoxaban (60mg). At the routine 4-month follow-up, 115 days post procedure, laa-imaging and transesophageal echocardiogram (tee) assessment revealed estimated left ventricular ejection fraction of 45.1% and complete seal. Tee further revealed a laminar, non-mobile thrombus on the atrial facing surface of the watchman flx device with a maximum area of 2.4 cm2. However, no evidence of thrombus in the left atrium, pericardial effusion nor residual atrial septal shunt were noted. At the time of this event the patient was taking aspirin (100mg). No additional information is known. It was further reported that the patient was started on edoxaban (60mg) in response to this event.

Manufacturer narrative:
B5: narrative updated with additional informationh6: impact coding updated